Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a medial patellofemoral ligament reconstruction surgery the device pulled out. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-4020c-06. It was not necessary to switch the surgical technique or do a second surgery.